Event description:
It was reported that patient was implanted with zfr00v but his post-op visual acuity was 0.7 and the patient complained of his far vision. The pre-op visual acuity was 0.3. There was an explant performed and the patient post-op visual acuity was then 1.0 and he was satisfied with the result. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: email address: unknown/information not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: feb 8, 2024. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut in half. No issues that could cause or contribute to the complaint issue were observed. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.